Event description:
It was reported that the programmer had dead pixels on the screen, despite changing the stylus several times. It was further requested that the power cord door be repaired. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of dead pixels on the display screen but did confirm the comment of a broken power cord bay assembly, which was replaced. Analysis noted that the upper hinge plate was scuffed, that the stylus pulled apart but was still functional, the power cord was missing and the system fan was noisy. All found defective parts were replaced and the programmer passed all functional and systems tests.